Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was sticking. Customer experienced diabetic ketoacidosis and a blood glucose (bg) of 500 mg/dl. Customer delivered a bolus via the pump to address bg level. Reportedly the customer reverted to manual injections for insulin therapy.